Event description:
It was reported that during the procedure when the physician was ready to fully deploy and release, the implant broke and disengaged from the inserter. Physician removed all pieces of the implant from the patient and decided to use a smaller implant. The procedure was completed successfully.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing. Also, the damage to the implant indicates failure was likely due to deployment against resistance such as bone and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during the procedure when the physician was ready to fully deploy and release, the implant broke and disengaged from the inserter. Physician removed all the pieces of the implant from the patient and decided to use a smaller implant. The procedure was completed successfully.